Event description:
Pt was using insulin syringe at home made by becton-dickinson with attached needle - no safety guard needle - needle broke off syringe into skin. Pt states that one other syringe in the box had the same problem - needle broke off - but it did not lodge in his skin.